Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005, 507658 lead, implanted: (B)(6) 2005, 3587a pain stim lead implanted: (B)(6) 1996, 7495-51neuro extension implanted: (B)(6) 1996, 7425 pain stim ipg.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and not replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.